Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: controller: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Controller ac adapter (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. The controller ac adapter (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller; no anomalies were observed. Internal visual inspection did not reveal any anomalies. Log file analysis revealed one (1) controller power-up with an associated pump start event was logged on 17/mar/2024 at 00:24:44, indicating a loss of power. The data point prior to the loss of power revealed that bat (B)(6) was connected to power port one (1) with 87% relative state of charge (rsoc) and bat (B)(6) was connected to power port two (2) with 79% rsoc. The data point after the loss of power revealed that bat (B)(6) was connected to power port one (1) and the power adapter was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were recorded leading up to the loss of power. In addition, log file analysis did not reveal any alarms within the analyzed period. As a result, the reported loss of power event was confirmed. The reported inability to provide power of the controller ac adapter and the reported vad stop could not be confirmed. However, it is likely that the loss of power was perceived as the reported vad stop. The reported ¿did not alarm¿ event involving the controller could not be confirmed due to insufficient evidence. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; events with alarms not sounding may be attributed, but not limited, to a faulty speaker and/or a faulty controller internal battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-oct-2021 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 08-oct-2020 h5: no  d1: heartware ventricular assist system ¿controller ac adapter d4: model #:  1430 / catalog #:  1430/ expiration date: 30-sep-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 08-apr-2024 h3: no dev rtn to MFR? Yes  h4: mfg date: (B)(6) 2021 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event.  ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power when the patient was transitioning from battery power to wall power. After the patient disconnected one battery to transition to ac power, the ventricular assist device (vad) stopped completely but it did not alarm. It was stated that the controller ac adapter was not providing power. The patient stated the controller screen was black and the patient could not feel the motor which was silent in their chest. The patient connected the controller directly to the controller ac adapter, and a high alert alarm sounded for approximately three seconds. The controller then lit up, the alarm stopped, and the patient felt the vad motor start moving again. The controller ac adapter was removed from use. The vad and controller remain in use. No patient complications have been reported as a result of this event.